Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened probes with makeshift tip protectors in a bubble bag was received for the report of poor cutting was confirmed. Sample one was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and welded cap and body needle was slightly bent at the stiffener. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for actuation and nonconforming for cut. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks on cutting edge, bend area and several other areas on the inner cutter. Sample two was visually inspected and found to be nonconforming with the probe needle broken off at the stiffener. No functional testing could be performed due to the probe needle broken condition. No wear assessment could be performed due to the probe needle broken condition. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the complaint evaluation confirms that sample one probe had a cut failure. The root cause for the poor cutting is the observed gouge marks on the cutting edge and bent needle. The probe was disassembled, and the components inspected. The wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos is consistent with excessive use classification. Excess usage of the probe will wear and damage the inner cutter such that the cutter function becomes poor, bent, or does not function at all. Per the directions for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. Sample two complaint evaluation was unable to confirm the reported cut failure due to probe needle broken condition. How and when the probe needle became broken cannot be determined form this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site. No further investigative or manufacturing actions are warranted at this time as it appears that the observed cut failure and bent needle of sample one was due to excessive use of the probe by the user and sample two was unable to confirm the reported cut failure due to the broken off needle. Per the directions for use (dfu), the vitrectomy probe is verified for 20 minutes of use at maximum cut speed. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the poor cutting was confirmed during surgery. The procedure type was unknown. The other surgery details were unknown. There was no patient contact with suspect product.